Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage that did not meet indications for implant. This was noticed while the physician was sewing up the pocket. Successful defibrillation threshold testing was then performed. The physician decided to leave the device implanted and monitor the battery. The device remains in use. No patient complications have been reported as a result of this event.